Event description:
Same case as MDR ID#: 2134265-2013-02577. It was reported that during a percutaneous rotational atherectomy treatment procedure, a sheath tear and a wire fracture occurred. Vascular access was gained via the left femoral. The 85% stenosed, 3.0x25mm target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. It was reported that the 1.25m rotablator rotalink plus 1.25mm burr system "did not operate correctly and broke the rota wire in the patient". Further information provided that the sheath of the burr catheter tore near the o-ring and the guide wire broke near this site. The devices were removed as a unit, and the remaining guide wire fragment was snared out. No patient complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint unit was carried out. A wire was confirmed to stuck within the rotablator plus device. The sheath was confirmed to be torn/split approximately 24cm from the strain relief .the coil was also noted to be stretched and the split wire was found to be protruding from the coil at the point where the sheath was torn. Blood was noted in the catheter sheath. The wire. The handshake connections of the rotablator plus unit was disconnected and reconnected to a test advancer and no damage was noted with the handshake connections of the rotablator catheter unit. A wet test of unit was not attempted as a tear was visible in the sheath. The sheath was torn 24cm from the strain relief where the sheath seemed to be damaged. The catheter could not be wet tested due to the damage to the catheter sheath. This is consistent with over tightening of the hemostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-02577. It was reported that during a percutaneous rotational atherectomy treatment procedure, a sheath tear and a wire fracture occurred. Vascular access was gained via the left femoral. The 85% stenosed, 3.0x25mm target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. It was reported that the 1.25m rotablator rotalink plus 1.25mm burr system "did not operate correctly and broke the rota wire in the patient". Further information provided that the sheath of the burr catheter tore near the o-ring and the guide wire broke near this site. The devices were removed as a unit, and the remaining guide wire fragment was snared out. No patient complications were reported and patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).